Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, pre-dilation was performed with a 25mm vacsiii osypka balloon. After first recapture, an infold was observed. The valve was recaptured and removed from the patient. A new valve, delivery catheter system (dcs) and compression loading system (cls) were used successfully for implant. A post-dilation was performed, after which the implantation outcome was very good. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012021821); product type: 0195-heart valves product ID d-evolutfx-34 (lot: 0012151564); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, pre-dilation was performed with a 25mm non-medtronic balloon. After first recapture, an infold was observed. The valve was recaptured and removed from the patient. A new valve, delivery catheter system and compression loading system were used successfully for implant. A post-dilation was performed, after which the implantation outcome was very good. No adverse patient effects were reported. Additional information was received to report a misload was not identified during the valve load inspection. The valve was recaptured due to a high implant depth. The post-implant dilatation was performed using the same balloon as used in the pre-implant dilatation. There was no procedural delay as a result of the infold. Per the physician, calcification was noted in the patient's anatomy which contributed to the infold.

Manufacturer narrative:
Image review: eighteen static images and eight media files were provided for review. Files provided include images from the patient¿s executive summary for anatomical review. Patient¿s annulus perimeter measured 84.8 millimeter (mm) with a perimeter derived diameter of 27mm suggesting a 34mm valve. The aortic valve leaflets were significantly calcified extending to the left ventricular outflow track. Fluoroscopy valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the implant attempt. The valve was deployed just prior to the point of no recapture and there was no evidence of an infold. The infold occurred after one recapture and during a subsequent deployment attempt. The valve was deployed on the sterile field and an infold was confirmed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Evidence supports that a new valve was loaded and successfully implanted. There is evidence that a post implant dilatation was performed and no obvious signs of aortic regurgitation. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.